Event description:
The bed buddy was placed in the microwave for 1 1/2 minutes. After 50 seconds, the reporter observed a smoke filled kitchen and that the device had caught fire. The device had been in the microwave for less than the directed 2 minutes on high.